Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Engineering evaluation of the device's deployment system is anticipated (currently in transit). Images are being reviewed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, a gore® excluder® conformable aaa endoprosthesis (cxa28005e) was introduced in a patient to treat a pseudo aneurysm. This device was used alone without any other excluder main body. The device did not open completely when deployed. The physician ballooned the device using balloons ranging from size 10 mm to 20 mm without success. The device did not completely open and it remained implanted near the celiac trunk at the end of the thoracic aorta.

Manufacturer narrative:
Added health effect - impact code f2301. Added type of investigation code b01. Updated investigation findings code to c24 and c23, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d1101, code d16 is no longer applicable. The reported failure mode that the device did not open completely when deployed could not be independently confirmed through evaluations of the provided radiographic image and the returned device. The evaluation of the radiographic image was unable to confirm where the device was located, or if it was fully expanded/deployed. However, there did appear to be a wire pattern of unknown origin distal to the aortic extender endoprosthesis. It is unknown if the wire pattern is part of the aortic extender endoprosthesis which would indicate a partial expansion or if it¿s from another source. Further, the evaluation of the returned delivery catheter did not reveal any abnormalities that may be related to the reported failure mode. Finally, it was reported that the aortic extender endoprosthesis was used to treat a pseudo aneurysm alone without any other excluder main body. Per the instructions for use the gore® excluder® conformable aaa endoprosthesis is used in the treatment of infrarenal abdominal aortic aneurysms, and the aortic extender endoprosthesis is intended to be used after deployment of the trunk-ipsilateral leg when additional length and/or sealing for aneurysmal exclusion is desired. It is unknown if the off-indication use of the aortic extender endoprosthesis is related to the reported failure mode. Therefore, the cause of the reported failure to open when deployed could not be established with the available information. The IFU was reviewed with respect to the details provided in the complaint. The gore® excluder® conformable aaa endoprosthesis IFU includes the following indications for use: the gore® excluder® conformable aaa endoprosthesis is intended to exclude the aneurysm from the blood flow circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease. The aortic and iliac extender endoprosthesis are intended to be used after deployment of the gore® excluder® conformable aaa endoprosthesis. These extensions are intended to be used when additional length and / or sealing for aneurysmal exclusion is desired.